Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set experienced a backflow of blood. This occurred once infusion with a sigma pump ended. The device was connected to an extension set which was connected to a port-a-cath. The issue was resolved when using a solution set with a backflow valve. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.